Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was coded as the needles were being placed. No lead had entered the epidural space, and it was not believed that it was device related. The patient started breathing heavily to the point of snoring and then stopped breathing. The result was due to a reaction to anesthesia. The medical team was able to revive the patient, and implant was aborted. The patient was doing well postoperatively and should recover.